Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported safety release issue was not confirmed. The reported device did not feel right could not be replicated in a testing environment as it was based on operator perception. The investigation was unable to determine a conclusive cause for the reported safety release issue and device did not feel right. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6fr sheath after an angioplasty procedure. Reportedly, while performing step 2 (deploying the vessel locator wings), the starclose se did not feel right. The safety release was attempted and would not release. The device was removed with no tissue damage. Hemostasis was achieved with manual arterial compression. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.